Event description:
Provider alleged 4 way valve is sticking. Per independent repair center statement, the unit is alarming low o2 or yellow light. Key failure was the 4 way valve was sticking. Additional malfunctions pilot valve was leaking and a zip tie and hose clamp were replaced.